Event description:
It is reported that the package was for an lps flex articular surface ef w/5-6 12mm. Inside the box was an lps-flex articular surface cd w/3-4 12mm.

Manufacturer narrative:
Eval summary - the remaining inventory of the complaint lot was fully distributed without any further reports of this kind. The cause of the reported condition could not be determined with the available info and it does not appear to be a manufacturing or labeling issue. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.